Event description:
It was reported to philips that the customer was unable to perform frontal and lateral fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an aneurysm procedure. The procedure was delayed and was rescheduled for a future date at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube was arced. Upon troubleshooting, fse found the tube with defective filament. To resolve the issue, fse replaced the x-ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.